Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Discovery on removal of the protective sheath of a break in the carrier system. Measures taken: use of another prosthesis. Product not kept. No consequence

Manufacturer narrative:
Component code (annex g): g04094 - packaging. Device evaluation: the evo-fc-10-11-4-b device of lot number c1730843 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1730843 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1730843 ; upon review of complaints this failure mode has not occurred previously with this lot #c1730843. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". "The stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use. As per additional information 0.025 inch wire guide was used. A notification was sent to the product manager to consider retraining at the facility . Root cause review: a definitive root cause could not be determined from the information available. The damage could have potentially occurred when the user was taking the device out of the packaging or during preparation as indicated in additional information "they didn¿t see device damage inside the package maybe yes maybe no !" As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Discovery on removal of the protective sheath of a break in the carrier system. Measures taken: use of another prosthesis. Product not kept. No consequence. "As per complaint form": when nurse opened the package and removed the system from plastic, they constated that flexor was kinked! They didnt keep the stent and dont used it. Product will not be returned to cook.